Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Event description:
**Update received 2/23/16. (B)(4) has been received. It states "patient had a hip replacement. While in pacu, it was discovered that the wrong size implant was placed in patient. The patient returned to the or the next day to have the components exchanged. One issue identified is that the packaging makes it difficult to read the sizes of the components."

Manufacturer narrative:
Patient was revised to correct the size of the liner. The patient was initially implanted with an incorrect size. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports related or similar in nature against the product/lot code combination. The device history records, focusing on labeling, were evaluated and found to have met specifications. The labeling is clearly marked with its size. The root cause is attributed to user error. The complaint is not considered justified and no corrective action has been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports related or similar in nature against the product/lot code combination. The device history records, focusing on labeling, were evaluated and found to have met specifications. The labeling is clearly marked with its size. The root cause is attributed to user error. The complaint is not considered justified and no corrective action has been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to correct the size of the liner. The patient was initially implanted with an incorrect size.